Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported lockup condition.  As a precaution, physio-control replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing.  The device was returned to the customer for use.

Event description:
The customer reported that their device was intermittently booting up to a solid white screen, which is indicative of a device lockup condition. There was no report of any patient use associated with the reported issue.